Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the iab without complications. The pump was switched to "standby" and functioned " normally with 5 times of inflation and deflation". The md then pressed "on" and the pump pumped about two times at a normal pump. The pump then alarmed "with kinking". The md observed the pt under x-ray and found that "the iab was not inflated during pumping". The iab was removed and another iab was not inserted.

Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.